Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would repeat a bolus delivery after the customer delivers a meal bolus. Customer's blood glucose (bg) level was 30 mg/dl which was addressed by drinking apple juice and eating peanut butter. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.